Event description:
It was reported that this was closure of an unspecified access site using a perclose device after a unknow procedure. Reportedly, the foot plate would not retract, and they had to cut down to open and removed the perclose that was stuck. Surgical suturing was used to acheive hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that may contribute to a difficult to open or close the foot include but are not limited to, tissue or suture caught in the foot which likely led to the reported device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated. D4: the UDI is not known as the part and lot number were not provided.